Event description:
(B)(4). The dentist reported 6 months after the dental implants was installed in intraoral region #8 it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).

Manufacturer narrative:
(B)(4).